Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the door on the pump module was closed, the device was powered off but when the roller clamp below the pump module was opened, normal saline free flowed into the patient. There was no report of patient harm.

Event description:
Received additional information from the customer which states the history on the devices was checked, and the devices complied with the pm schedule. Functional test were completed and sent to quality. Error logs and event logs were also submitted to quality. Unit efo 7333 and efg 1293 did not need any repair. Functional tests and pm were completed. Unit eeu 9387 does not pass calibration or functional tests and needs more troubleshooting and repair. The product will be repaired by a non-bd source.